Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D4 - UDI# - (B)(4). On january 17, 2019, it was reported that during inspection it was noticed that two screws were missing from this item. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4). Product review of the air dermatome on march 25, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The two width plate screws were missing. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on march 25, 2019 which included replacement of the width plate screws, vespel bearings, and semi-circle bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that both width plate screws were missing from the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that both width plate screws were missing from the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during inspection it was noticed that two screws were missing from this item. There was no patient involvement, therefore no delays. No adverse events were reported as a result of this malfunction.